Event description:
It was reported that after minimally invasive surgery at l3 to l5, pt was "noted to have incidental second-degree burns just superior to the buttocks from the retractor." Burns were treated with local wound care and silvadene. Pt's prognosis good. Although the instrument was not the cause of the reported event, co is filing this report anyway out of an abundance of caution. The instrument does not have electrical components, and therefore could not have been the root cause of the reported event.